Manufacturer narrative:
The affected device was evaluated onsite by dräger service and the log file was secured for further analysis. During the device evaluation the problem could be verified, and the device was repaired by replacing the display bundle. The log entries confirm a temporary malfunction of the touch screen during the event due to a hopping frequency adaptation. After replacement of the display bundle the issue was resolved and the device passed all tests. An impaired touchscreen of the ecd reduces access to the device and may prevent the user from changing device parameters. Ventilation is not affected by this failure and continues as previously set by the user. Safety-relevant parameters such as fio2, minute volume or the airway pressures as well as an indicator for the ongoing ventilation are displayed in the secondary oled display located on the ventilation unit. If the gui is completely inoperable, ventilation continues with the last settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the touchscreen is not letting the clinician select or confirm settings. No patient injury was reported.